Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient was sleeping and experienced hyperglycemic symptoms. The patient´s spouse based the treatment on the cgm reading but the patient continued with hyperglycemic symptoms. Therefore, they took the patient to the hospital. At the hospital they took a blood glucose reading was 850 mg/dl and the cgm was reading 333 mg/dl. They treated the patient with IV insulin (insulin drip) and a kidney failure was diagnosed. The patient was discharged from the hospital on an unknown day after the event. At the time of the report the patient was feeling better and recovering. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.